Event description:
Customer reports multiclix lancet will not retract. No accidental needle stick occurred. The customer did not provide the location where the malfunction occurred; the malfunction has been occurring for the last 3-4 weeks. No adverse event reported. Requested return of suspect device and replacement was sent. Accu-chek multiclix lancet lot number unknown.

Manufacturer narrative:
The suspect product is the multiclix lancet.